Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the day following the implant plant procedure the bipolar impedances dropped and there was high dft (defibrillation threshold) testing. Fluoro was done to check the right ventricular (rv) lead position and it was found that the lead had pulled back. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.